Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer hung up the call. Customer is using another company device. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer on a follow up call in order to ensure the customer's condition since the initial call; customer went to doctor office for the 3 months checkup and the doctor sent her over to the hospital due to stomach pain and high blood glucose. Customer states the blood glucose result od 252mg/dl was from her relion pro meter, not from our meter. Customer condition has not improved. She has been experiencing symptoms related to diabetes since the initial call. Although customer has stopped using our meter and using another device, customer is experiencing symptoms symptomes related to diabetes from the original call date. Customer was at the hospital from (B)(6) 2018 due to stomach pain and high readings from the other device. Customer left the hospital on (B)(6) 2018.

Event description:
Consumer reported complaint for e-0 error code accompanied by symptoms. The expected fasting blood glucose result range was undisclosed. The customer did report symptoms of headache. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. The e-0 appears when the blood sample is absorbed. The customer is having a headache ans says it happens when the sugar is up and customer denies the need of medical attention. Customer states overall health is poor. The customer has kidney failure. Customer was advise to speak to the doctor and customer hang up the call.